Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported that the device had premature battery depletion; the estimated remaining longevity decreased more than expected by the physician. It was also reported that the left ventricular lead threshold was slightly elevated. The device and lead remain in use. No patient complications have been reported as a result of this event.